Event description:
It was reported that the patient¿s pump pocket site had opened up and a revision was to be done. The patient was experiencing a headache and the catheter was going to be evaluated for revision as well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).